Manufacturer narrative:
The investigation has begun. Once the investigation is completed a follow up report will be issued.

Event description:
It was reported the m540 had multiple restarts with several devices. There was no adverse patient impact reported.

Manufacturer narrative:
A complaint was received regarding m540 restarts during use. The reported issue could be reproduced on the cited devices. After reviewing the logs, it was found that these reboots occurred in response to a co2 hw (hardware) failure message. After further review, it was found that these reboots occurred due to a software issue in response to the m540 receiving low accuracy messages from the m11 pods. A CAPA has been opened for this issue.

Event description:
It was reported the m540 had multiple restarts with several devices. There was no adverse patient impact reported.